Event description:
It was reported that a minicap extended life transfer set leaked; further described as ¿leakage behind the roller clamp¿. This was observed during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no patient injury; however the patient received prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in july 2022. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.